Manufacturer narrative:
(B)(4). Tprlc xr t1 pps 18x156mm, pn 51-105180 ln 2866723. Selex/magnum mod hd 40mm +6, pn s661140 ln 527450. E-poly 40mm +3 maxrom lnr sz25, pn ep-108425 ln 247020. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06485; 0001825034-2018-06486; 0001825034-2018-06492. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to femoral subsidence and infection approximately seven months post-implantation. All components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.